Manufacturer narrative:
E1: corrected initial reporter establishment name from (B)(6). E1: corrected address, city and postal code.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue/calcification, or suture caught in foot. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot plate was difficult to close (step 4). The foot plate was able to fully close and the device was removed from the anatomy. The sutures of two new prostyle devices were pre-placed. The sheath was upsized to 14f and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.